Event description:
The dealer states left brake on chair will not engage, but will not give a fault., allows wheel to keep turning after stopping. The dealer hung up and there was no additional information.